Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system was explanted due to erosion and infection. A new system was implanted with no resulting adverse patient effects and no return of product is expected.